Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery alarm. The customer¿s blood glucose level was unknown. The customer having issues with the battery not lasting will try and replace it and it will go dead. The customer states the pump did not alarm with replace battery now. The customer was assisted with troubleshooting for failed battery and he reports pump the pump received battery failed alarm. The customer also stated that the metal piece on the battery cap came off. Sending customer new battery cap. Advised we will send a replacement battery cap. The insulin pump will not be returned for analysis.